Event description:
Pt was imaged with portalvision (r-arm) and adjustments were made to pt positioning. Customer discovered the therapist adjusted the planned field edge to be within the image panel, causing the imaging system to re-calculate the isocenter and shift the graticule. The pt was treated with the incorrect isocenter positioning. Customer states: the digital graticule is displayed in the incorrect position if one of the jaw positions are changed at the console to be different from the planned field size. When testing, if one jaw is changed (larger or smaller by < 2cm, the graicule is incorrect. If the jaw is moved greater than 2cm, the digital, graticule is correct. The magnitude of the digital graticule error was up to 1 cm. The effect was reproducible and occurred for both symmetric and asymmetric setup fields and in both y and x jaws.

Manufacturer narrative:
Although still under investigation, varian has determined that an MDR is appropriate, as this possible situation, should it recur could potentially result in serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation. (B)(4).